Event description:
Event description guidant received information that during an elective device replacement procedure this implantable cardioverter defibrillator (ICD) was not successfully implanted due to a damaged header. Another guidant device was successfully implanted. It was also reported that this defibrillation lead and this pace/sense lead were capped due to an unspecified product performance issue. Another guidant lead system was successfully implanted.